Event description:
On (B)(6) 2011, the patient/lay-user's friend or relative contacted lifescan (lfs) alleging that the patient was experiencing an inaccurate erratic and an inaccurate high issue with his one touch ultra meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient's reporter reported that the alleged issue with the subject meter began on an unspecified time on (B)(6) 2011. The patient obtained a glucose result of "230 and 63 mg/dl" on the subject meter, done more than 20 minutes apart of each other, which he felt it inaccurate erratic. Additionally he felt the glucose result of "230 mg/dl" on the subject meter was inaccurate high compared to his feelings/normal values. The patient's reporter stated that the patient manages his diabetes with insulin (self adjuster) and due to the alleged issue she denied that he made any changes to his usual diabetes treatment. She claimed "every day in the morning" after the alleged issue started the patient felt "sweaty". The patient's reporter stated that the patient self treats "every day in morning after testing" with food and/or drink. There was no other device available at the time of the concern. During the initial call with customer service, the agent noted that the patient had been using the correct unit of measure set in the meter, an appropriate sample site and correct unexpired test strips. Replacement products were sent to the patient. The patient's product has been returned and evaluated by lfs product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. Testing was completed on (B)(6) 2011. The complaint was not confirmed. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The patient's product has been returned and evaluated by lfs product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. Testing was completed on (B)(6) 2011. The complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k062195.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the test strips involved with this complaint have also been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.